Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device does not charge the battery and does not work without battery. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. On the 2 pins the power supply tested ok at 230v, sometimes 24v, and sometimes nothing. It was determined that the problem is intermittent. Sometimes the device charges, but after a while it switches to battery. The rse recommendation is to perform the tests to determine if the problem comes from the power supply or the power management card. The customer was provided the troubleshooting steps per the service manual and recommended the power supply to be replaced.